Manufacturer narrative:
(B)(4). Implant date: approximately 40 years ago. Concomitant medical products: item# unknown unknown cup lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays. Xray review indicated a asymmetric positioning of the femoral head within the acetabular cup suggesting polyethylene wear. Osteopenia was observed. Oblique fracture through the medial cortex of the proximal femoral diaphysis with no evidence of hardware fracture was noted. No other anomalies were observed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR report was filed for this event, please see associated report: 0001822565 - 2018 - 07001.

Event description:
It was reported patient underwent total hip arthroplasty approximately 40 years ago. Subsequently, through xray review, it was noted that liner exhibited wear. Attempts to obtain additional information was made; however, none was available.